Event description:
It was reported that the device reached early elective replacement indicator (eri) due to the output having been raised as the result of the ventricular capture management undersensing the evoked response. The device is still in use. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).